Event description:
Patient needed to return for revision surgery because anchor pulled out. Surgeon used the versalok in an open repair. After exposure he passed two mattress stitches using the expressew ii. Once all stitches were passed he loaded into a versalok anchor. He then passed another two stitches to a second anchor. Both anchors fully deployed, pulled back on sutures and anchor was secure. Patient returned several months post-op with continued pain. Pa reviewed x-ray and saw versalok had pulled out. During revision surgery we observed anchor was fully deployed, sutures locked in anchor, sutures still securely in cuff, and anchor had completely backed itself out. Cut the sutures in the versalok, pulled out the anchor dr repaired open with bone tunneling and now switched to opus. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.